Event description:
It was reported that on (B)(6) 2026, a 22mm amplatzer amulet was chosen for implant using an 12f amulet delivery system. The procedure involved a difficult left atrial appendage (laa) closure due to a small, shallow appendage, which required a very anterior transseptal puncture to facilitate cannulation of the appendage with the delivery system. An 25 mm amplatzer amulet device was initially attempted; however, this device was assessed to be too large and was removed. The procedure was continued using a 22 mm amplatzer amulet, during which the device formed a cobra head configuration when transitioning from the ball position to the triangle configuration. The device was resheathed, and a second attempt was made to deploy the device in the ball position, but the cobra head configuration recurred. The deformed device was never released from the delivery cable. There was no interaction with the cardiac structures during deployment and no angulation/kink were noticed in the delivery system. The device was then exchanged for another new 22 mm amplatzer amulet, which was subsequently deployed successfully without event.

Manufacturer narrative:
An event of device deformity was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Additionally, the lot was reviewed for similar complaints, and there is no indication of a lot-specific product issue. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.